Event description:
The reporter indicated that the patient had a generator revision due to the "battery was failing." An estimated battery life calculation was done based on a review of available programming history, resulting in 2.18 years remaining until end of service. The product was returned to the manufacturer and it is pending product analysis. Good faith attempts are being made to get more information.

Manufacturer narrative:
Analysis of programming. An estimated battery life calculation was done based on a review of available programming history, resulting in 2.18 years remaining until end of service. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.